Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (Process evaluation): work order search. (Evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, - 09.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles and an unreactive pupil (fixed). The lens was not exchanged for another lens. The patient had elevated intraocular pressure (30mmhg) post-op.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found the haptic torn/broken/bent/deformed. Dimensional inspection found that the lens measurements were within specifications. (B)(4).